Event description:
On (B)(6) 2013 the patient contacted animas alleging that there was a crack on the display screen. During troubleshooting, the patient removed the lens film protector and stated that the entire display screen came off the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/20/2013 with the following findings: investigation revealed that the display lens was observed to be peeled off the pump. Unrelated to the initial complaint, the display was dim and fading due to moisture that was observed in the pump.